Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded battery depletion (bd) alert, and battery longevity was suspected to not be behaving as intended. Technical services (ts) analyzed the data and determined that the battery was depleting faster than expected. Ts recommended device replacement. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded battery depletion (bd) alert, and battery longevity was suspected to not be behaving as intended. Technical services (ts) analyzed the data and determined that the battery was depleting faster than expected. Ts recommended device replacement. No adverse patient effects were reported. This device remains in service. Additional information was received; this s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded battery depletion (bd) alert, and battery longevity was suspected to not be behaving as intended. Technical services (ts) analyzed the data and determined that the battery was depleting faster than expected. Ts recommended device replacement. No adverse patient effects were reported. This device remains in service. Additional information was received, this s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported. This device has not been returned for analysis. A review device diagnostic data by boston scientific personnel noted evidence the device was not functioning as expected. The complaint allegations have been confirmed, however a cause could not be established.